Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site. The device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.